Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the tuohy-borst was returned loose. The storage tube was not attached to the y-body. The pusher catheter exhibited one kink approximately 51.9cm from the pusher pad. It is unknown how the kink occurred as it was not reported by the user. The denali filter was returned loaded inside the storage tube; however, it was noticed that the pusher catheter gripper was dislocated from the filter snare hook. Both the dilator tip and the introducer tip were returned slightly buckled. It is unknown how or when the buckled tips occurred as it was not reported by the user. Functional/performance evaluation: the pusher catheter was advanced forward and the filter was deployed from the storage tube with no issues. The filter exhibited no anomalies and it contained all 6 arms and 6 legs/feet present and intact. Two legs were crossed. No anomalies were identified on the pusher catheter and gripper. Dimensional evaluation was performed on the returned device and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based upon the returned sample condition, the complaint investigation is confirmed for the gripper dislocating from the filter snare hook and the filter failing to advance from the storage tube. It is possible that during procedural preparation, the user loosened the tuohy-borst and likely pulled back on the pusher catheter, which in turn likely caused the separation between the sheath gripper and the filter snare hook. Per the current IFU (instructions for use), the pusher catheter should not be retracted at anytime during the procedure. However, based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter procedure, the filter became dislodged from the snare hook and could not be advanced through the delivery sheath. The device was retracted and a new vena cava filter was deployed successfully. There was no reported patient injury.